Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.

Event description:
On (B)(6) 2009, the pt underwent surgery with the g3 nail. Eight months after the surgery, the surgeon confirmed with x-ray, that the nail broke. The fracture was due to non union. On (B)(6) 2010, the surgeon removed the broken nail and the pt underwent revision surgery with a chs. After the first surgery, the pt was active.